Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 50 mg/dl after unintentionally entering a meal announcement on the ilet shortly after starting therapy; the customer support agent educated the user on how meal announcements are entered and advised the user to follow device correction guidance. Symptoms included asymptomatic low blood glucose. Outcomes included self-treatment with oral carbohydrates, return of glucose to 109 mg/dl by end of call, and completion of troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed user misunderstanding of meal announcement entry and potential overtreatment of hypoglycemia. It was concluded that the cause of the hypoglycemia was unclear and that user education was provided regarding appropriate correction and avoidance of overtreatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.